Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on the evening prior to presenting at the hospital in (B)(6) 2013, the patient complained of worsening chest pain and weakness. The patient later collapsed and suffered cardiac arrest. He received immediate CPR and ems was called. Balloon angioplasty re-established antigrade flow in the left circumflex artery (lcx). Following post dilatation of the implanted stent, the vessel remained patent, although distal to the stent, the vessel was diffusely diseased. Following post dilatation of the left anterior descending artery (lad) stents, the vessel remained patent although distal to the stents the vessel was diffusely diseased. Post procedure, the patient continued to be critically ill and his prognosis was extremely guarded. Subsequently, the patient was sedated and hypothermic protocol was initiated. The patient suffered anoxic brain injury and poor prognosis was confirmed by neurology consultation.

Event description:
(B)(6) clinical study. Same case as MDR #2134265-2013-08624, 2134265-2013-08625, 2134265-2013-08923, 2134265-2013-08933, and 2134265-2013-08934. It was reported that the patient died. In (B)(6) 2013, the patient presented at the hospital due to cardiac arrest and was found to have elevated cardiac enzymes which were consistent with the protocol definition of mi. The patient was referred for cardiac catheterization. The occluded proximal lcx was treated with the 5000 units of IV heparin and with pre-dilatation and placement of a 2.5 x 32 mm promus element (pe) plus stent. Following post dilatation, the residual stenosis was unknown. The investigator suspected that the circumflex was not likely to be patent, so as a precautionary measure an intraaortic balloon pump was placed for the further cardiac support. The discrete severe stenosis within the previously placed left anterior descending artery (lad) stent was treated with pre-dilatation and placement of a 3.00 x 28 mm pe plus stent. Following post dilatation, there was some residual stenosis just distal to the stent which was treated with placement of a 3.00 x 16 mm pe plus stent. Following post dilatation, the residual stenosis was unknown. In (B)(6) 2013, the patient died. No autopsy was performed.